Event description:
A territory manager reported that an end user experienced an issue when using an atherectomy catheter 1.5mm - hydrophilic coated. 1.5 laser was used in an occluded anterior tibial artery. After 4 minutes of lasing time on 60mjs, the laser was removed and an angiogram was performed which revealed distal embolization into the dorsalis pedis artery. The embolus was aspirated through a 035 support catheter. 19-nov-2024: additional details on the procedure: before and also after the procedure, the catheter was checked and found normal (without kinks and straight). The gw used - boston scientific 014 choice extra support. The patient's condition due to this event was unaffected. Follow-up treatment was provided to address the emboli/medication- a catheter was used to aspirate the emboli. The complaint form indicated the emboli occurred after the procedure. Emboli happened after the laser was used. No device malfunction or display error codes were received during the procedure. The catheter was advanced without difficulty. The physician was unsure if the laser caused the emboli or if it was already present, as there wasn't a great angiogram showing the pedal vessels prior to intervention. I haven't seen this issue using the laser before, so I proactively requested preventative maintenance to be performed on this console. The engineer found the power output at the lower limit, so he recalibrated it back up to the upper limit. I decided to enter a complaint just to have some documentation. The very small amount of emboli was removed, and normal blood flow returned. The patient was unaffected. The physician was unsure if the laser was what caused the emboli.

Manufacturer narrative:
The customer's reported complaint of a patient adverse event - distal embolization, cannot be confirmed given the nature of the patient-focused event. There was no reported malfunction of the auryon catheter or laser system during the event. This is cautioned in the IFU as an anticipated potential procedural complication. Before and also after the procedure, the catheter was checked and found normal (without kinks and straight). The gw used - boston scientific 014 choice extra support. No device malfunction or display error codes were received during the procedure. The catheter was advanced without difficulty. Follow-up treatment was provided to address the emboli/medication- a catheter was used to aspirate the emboli. The physician was unsure if the laser caused the emboli or if it was already present, as there wasn't a great angiogram showing the pedal vessels prior to intervention. Also, it is not clear if the emboli was detected right after catheter was used or after ballon was inflated. In common practice, angiogram all the way to the pedal is performed after balloon angioplasty so the emboli can be due to the balloon was use too. The very small amount of emboli was removed, and normal blood flow returned. The physician was unsure if the laser was what caused the emboli. The patient's condition due to this event was unaffected. A review of the procedure shows that the distal embolism cannot be determined as a result of the auryon 1.5mm catheter laser work but is more likely to be a result of the previous inflow treatment (there wasn't a great angiogram showing the pedal vessels prior to intervention). The inflow treatment loosened the vulnerable plaque which was likely pushed by the auryon catheter during lasing. Also if the angiogram was performed after balloon angioplasty the emboli may have been released at this stage. In any event, those are known mechanisms of emboli generation. . . No correction is required since there was no report of device malfunction during the procedure, and the distal embolization event is an anticipated procedural complication that is cautioned in the IFU. The customer did not report the lot/serial number of the catheter used in the procedure. A ship history report (shr) for the customer was performed to determine the three (3) most recent catheter lots shipped within six (6) months of the procedure date; the lot/serial numbers are (B)(6). A review of the distribution records was performed for the shr packaging lots, indicating any deviations related to the reported failure mode of the complaint. The review confirms that the lot(s) met all packaging performance specifications, i.e., no ncr written. The complaint event was forwarded to the laser catheter manufacturer (eximo). Eximo performed a DHR review of the indicated catheter lots. The review confirmed that the lot(s) met all material, assembly, and performance specifications, e.g., no manufacturing non-conformance reports associated with the reported failure mode. The end user did not report the catheter's lot/serial number, so a ship history report (shr) was performed. The DHR review of the catheter s/n from the shr confirmed that the catheter met all material, assembly, and performance specifications; e.g., no manufacturing non-conformance reports were issued. The relevant laser system (exl471) was tested, and the unit failed due to output below the threshold. Did not encounter a sensor tolerance error during testing. Attempted to duplicate customer complaint by performing additional test firing. Unable to duplicate customer complaint of sensor tolerance error. After reviewing the log files, it was found that there were no sensor tolerance error occurrences within the special errors log. No action is necessary aside from the calibration already performed. After calibration, the unit was functionally tested and met all acceptance criteria. The low output's root cause was that the laser system required calibration. Performed electrical safety per svc-027 and passed. The unit meets all acceptance criteria (B)(4). Labeling review: instructions for use (ifu0110) are provided with the catheter device and contain the following statements: warnings · pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. · the proximal vessel diameter must be [?]150% of the outer diameter of the auryon catheter. · always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. · based on physician discretion, an embolic protection device (epd) may be used during the procedure. Refer to the selected epd's instructions for use (IFU) for details on its handling and use. Potential complications / procedural complications: · distal embolization auryon catheter insertion over the guide wire until laser activation: · once arterial access is achieved, perform baseline angiography to evaluate the pad and plan on the appropriate catheter size, as well as any accessories that may allow better pushability of the catheter, once inserted. This may include a long sheath and/or guiding catheter (depending on the access approach: retrograde or antegrade). The distal end of the longer sheath/guiding catheter should be placed as close as possible to the lesion, in case of retrograde ("contralateral" or "crossover") approach, tortuous anatomy or highly calcified lesions. Please refer to table 1 for selecting the minimal sheath size. For longer length (xl) catheters, use a preferred sheath and/or guiding catheter of an appropriate length. · you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014" (for longer length (xl) catheters, use a preferred 0.014'' guide wire (gw) of an appropriate length; for 1.7mm catheters, 0.018'' gw may be used), and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the guide wire. Flush the auryon catheter guide wire's lumen from the handle's luer lock port, using 5-10cc saline (preferably heparinized). The entire guide wire must be soaked with saline before insertion into the gw lumen. The gw is inserted from the distal tip of the catheter toward the handle. The gw lumen is located in the center of the catheter shaft. · introduce the distal tip of the auryon catheter over the soaked guide wire, and once in the vessel, under fluoroscopy control, guide the auryon catheter to the lesion, until the distal tip of the catheter shown on the fluoroscopic monitoring screen is proximal to the lesion. Only at this point of the procedure, instruct the laser operator to put the laser system in ready mode. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).